Event description:
A physician reported a medos hakim programmable valve (ID unknown) was implanted on an unknown date. The patient presented with symptoms and it was found the valve was blocked (unable to program), therefore, the valve was explanted and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 1136636, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: the distal connector is missing. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device.

Event description:
N/a.